Event description:
The sales rep reported that during the 2nd site MRI bx, the cube to the targeting set was very loose. Procedure was completed with the original device. No patient consequence.

Manufacturer narrative:
Complaint reference number: (B)(4). Investigation summary: the targeting set device, mru08s, lot number f11149304d1, was discarded by the customer and is not available for analysis. Review of the risk management file lists the potential of decreased targeting accuracy when cube to grid fit issues are observed. A similar complaint was reported under MDR report # 3008492462-2015-00005. The investigation is in progress.